Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned heartmate ii system controller (serial number: (B)(6). The submitted log file and the log file downloaded from the returned system controller contained approximately 7 days of data combined (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). Intermittent low voltage advisory alarms that were not associated with regular battery depletion were captured throughout the log file due to the relative state of charge (rsoc) voltage fluctuating and dropping below the low voltage threshold while connected to 14v batteries; the alarms were observed on both power cables and resolved shortly after activating each time. The log file did not capture low voltage advisory alarms being active while connected to the mobile power unit (mpu). The driveline was disconnected on (B)(6) 2021 at 14:32:19 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller operated a mock circulatory loop at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The reported alarms were not reproduced during evaluation of the returned controller. Raised resistances were observed on the underlying wires of both power cables; this is indicative of the early stages of conductor breakdown. An increased voltage was also observed on the motor power line during testing due to raised resistances observed on the wires of the black power cable. The wires in each power cable were individually tested for unintended shorts/current leakage and no issues were observed. The root cause of the reported events could not be conclusively determined through this analysis; however, the increased resistances observed on the underlying wires of the power cables could have contributed to the reported alarms. The heartmate ii system controller was shipped to the customer on 22feb2018, the product life of a system controller is a minimum of 3 years from the date of first use. Incidental findings: cuts near the connector on the controller side of the white power cable and near the strain relief on the connector of the black power cable. Broken strain reliefs were observed on the connector of the white power cable and the black power cable. A green fluid substance consistent with fluid ingress covering the protective layers of the black power cable and white power cable. The shielding and the protective layer on both power cables were observed to be torn at multiple spots. Green fluid substance consistent with fluid ingress on the insulation of the black power cable and the white power cable inner wires. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and the heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller power cables. The heartmate ii IFU section 2 ¿system operations¿ and the heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. The heartmate ii IFU section 6 ¿patient care and management¿ and the heartmate ii patient handbook section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient experienced low voltage alarms. Technical service's review of the log file showed that the voltage appeared to have below average values while tethered to both the mobile power unit (mpu) and batteries; this was indicative of an issue with the controller power cables. The controller was exchanged and additional log files from that controller showed the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low voltage alarms. Technical service's review of the log file showed that the voltage appeared to have below average values while tethered to both the mobile power unit (mpu) and batteries; this was indicative of an issue with the controller power cables. The controller was exchanged and additional log files from that controller showed the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.